Manufacturer narrative:
(B)(4). Pump passed sleep current measurement, active current measurement and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Pump error 53 alarm found in the pump history due to software error. Pump error 63 alarm (variableinfo=3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump errors and battery failed alarm. The customer's blood glucose level was 250 mg/dl. The customer reported that they received the alarms during self test. The customer was able to clear the alarm. The device will be returned for analysis. The device will be returned for analysis.